Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The system was explanted and a trans-venous system was implanted. There were no additional adverse patient effects.